Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The pump was being used to deliver 2,000 mcg/ml gablofen (baclofen) at 1,524.7 mcg/day. The reason for use was not reported. It was reported that the patient came into the hospital with signs and symptoms of baclofen withdrawal on (B)(6) 2019. The rep was paged to see this patient on (B)(6) 2019. The patient stated that she had physical therapy massage near or around the pump site on monday and by the evening started with itching with no rash, increase spasms, and feeling hot and cold. She came to the hospital by ems. The doctor was consulted on (B)(6) 2019 and both the hcp and rep went to the bedside and checked the pump and logs, did a side port catheter aspiration and also a modified pump refill. They were able to obtain 2 cc of clear fluid from the side port. They also checked out the pump refill reservoir to make sure the amount in the pump was correct as the programmer had stated. The pump reservoir was correct, the same as the programmer. The doctor decided to go up on the pump 10% of her daily dose. The patient was also given some po baclofen when in the hospital but, but the dose was not known. Surgical intervention did not occur and it was not planned. The issue was resolved at the time of the report. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.